Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, low blood glucose. The customer reported blood glucose value of 3.8 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040c4. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range after fewer than 4 days of wear. Advised to wait at least an hour and if blood glucose was stable to calibrate. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer does not believe the pump was over delivering. No further patient complications were reported. It was unknown whether the customer will continue to use the sensor or not. No product return is required for mmt-7040c4.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported taking medication for pain and having a low and blood glucose versus sensor glucose issue. Low was treated with dextrose and carbohydrates. There was no malaise. Pain was treated with medication. An unusual event was that customer was sick. Sensor glucose value was 6.8mmol/l when blood glucose value was 3.8mmol/l. Customer had taken a medication that would cause faulty high sensor glucose value. Troubleshooting was done for the low and for the sensor. Smartguard was used. Sensor is not returning for analysis.